Event description:
Patient was originally treated for an open tibia fracture on (B)(6) 2012. During a routine follow up appointment on an unknown date, the surgeon discovered a nonunion on x rays. Patient was returned to the o.r. On (B)(6) 2013 for removal of the nail and two screws. After the implants were removed the surgeon used a guide wire and reamed the tibia to stimulate bone growth and the patient was treated with temporary external fixation. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(6).